Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this patient with a cardiac resynchronization therapy defibrillator (crt-d). Upon review, ts noted that this crt-d exhibited oversensing and high out of range impedance measurements. Additionally, this crt-d recorded pacemaker mediated tachycardia (pmt) episodes, which ts noted were appropriate. Ts also noted possible rhythm acceleration after anti-tachycardia pacing (atp) was delivered. This crt-d remains in service and no adverse patient effects were reported.